Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt had surgery and was subsequently admitted to the ICU due to falling. X-rays identified the pt's scs leads have migrated. The pt is to be scheduled for a CT scan. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.